Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) displayed a gray bar and a series of three question marks where the estimated battery longevity read-out should appear. It was additionally noted that the ICD's capture management had not been running. The known steps to resolve this issue were reviewed and session data to confirm resolution was requested to be sent for analysis. The ICD remains in use. No patient complications have been reported as a result of this event.